Event description:
The facility reported to intn'l affiliate, a colleague pump with a channel a failure. The channel cannot be used. It is unknown when this event occurred. There was no pt injury or medical intervention necessary. No additional info is available.

Manufacturer narrative:
Eval summary: the reported condition of a pump with a channel a failure was confirmed but not duplicated during product eval. The channel a failure was due to a defective pump head module (phm) keypad. The phm keypad was replaced to fix the reported condition. The pump was tested and returned to the facility within spec. Review of the complain history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated.